Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient with this pacemaker system reported experiencing a syncopal episode. Technical services (ts) was consulted and upon review, it was noted that the right atrial automatic threshold (raat) test was in suspension and loss of capture (loc) at maximum pacing thresholds was suspected. Technical services (ts) recommended further in office evaluation of the right atrial (ra) lead. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that the patient with this pacemaker system reported experiencing a syncopal episode. Technical services (ts) was consulted and upon review, it was noted that the right atrial automatic threshold (raat) test was in suspension and loss of capture (loc) at maximum pacing thresholds was suspected. Technical services (ts) recommended further in office evaluation of the right atrial (ra) lead. No additional adverse patient effects were reported. This system remains in service.